Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter closure of left ventricular outflow tract-to-left atrium fistula", was reviewed. This research article reported a case study on a (B)(6) year old caucasian man with a history of heart failure with preserved ejection fraction, coronary artery disease, peripheral artery disease, hypertension, hyperlipidemia, chronic kidney disease, bicuspid aortic valve, and severe aortic stenosis. The patient had undergone a surgical aortic valve replacement (savr) at an outside hospital with a 25mm trifecta valve (abbott). The patient required a redo savr due to moderate aortic regurgitation seven months after the implant of trifecta valve. The trifecta valve was replaced with a 27-mm non-abbott valve. The article concluded a case of iatrogenic left ventricular outflow tract-to-left atrium (lvot-to-la) fistula, secondary to savr, that presented with chronic hemolytic anemia and was percutaneously closed using amplatzer vascular plug (avp) ii. The primary author of the article is yasser sammour, md, heart and vascular institute, cleveland clinic foundation, 9500 euclid avenue cleveland, oh 44195. The correspondence author is samir kapadia, md with the corresponding email: kapadis@ccf.org.

Manufacturer narrative:
As reported in a research article, one patient had a redo savr due to aortic regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.